Event description:
A patient's friend or family member reported on (B)(6) 2016 stating that there was poor communication with the implantable neurostimulator (ins) while using the patient programmer (pp). They could not get the battery to activate, and the patient was unable to recharge the implant. They were getting the reposition antenna screen on the ins recharger (insr), and were also getting the poor communication screen on the pp. That day was the first time they tried with the pp. They were not able to communicate with the ins using the insr. The patient had not felt stimulation since (B)(6) 2016, and the last successful recharge was 2-3 months prior to report. The patient stopped charging because the implant was not keeping a charge after a company representative (rep) woke the device up the last time. The indication for use was spinal pain.

Event description:
Additional information received from a family member of the patient¿s reported that the patient¿s battery was not working. After meeting with a manufacturer representative at the healthcare provider (hcp)¿s office in (B)(6) 2016, the family member was able to start the jumpstart and was told to jumpstart the ins every day for one week. It was noted that they could not get the ins battery to respond once they got home. On (B)(6) 2016, it was reported that the ins was still in overdischarge.

Event description:
Additional information was received from the patient via a manufacturer representative that reported that there was an alleged overdischarge and the patient had not been able to charge for 6-8 months. An antenna locate feature was attempted to determine optimal antenna positional which resulted in a power on reset message. The patient was charging with 8 coupling bars at the time that the additional information was received. It was noted that it was difficult to maintain the charge ever since the last overdischarge and it would only hold a charge for 6 hours. A physician mode recharge was performed and then the implantable neurostimulator was charged to ¼ full. A clinician programmer was used to clear the 1x8 power on reset message. The patient is ¿conditioning¿ the battery by charging every day. The patient was glad to be using the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.